Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received representative samples from the customer facility for investigation. The actual samples were not returned. The samples were evaluated through submersion testing and the customer's indicated failure mode for tubing leakage with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd vacutainer® push button blood collection set with pre-attached holder leaked from the tubing. No serious injury, no medical intervention. No mucous membrane exposure reported.